Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing overnight low blood glucose (bg) of 24 mg/dl. Bg was addressed with juice. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. Tandem's technical support reviewed t:connect pump data and found no unusual activity on the pump. The customer understood.